Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Cracks to the case, battery tube threads, reservoir tube lip and damages to the lcd window noted.

Event description:
It was reported that the customer was experiencing high blood glucose of 19.6mmol/l. The caller stated that insulin squirted out during the manual prime process and the device alarmed as well was stuck in the prime loop. Troubleshooting was performed, and the drive support cap was sticking out. The caller stated that accidentally the device was dropped. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.